Event description:
Clinical trial. It was reported that 644 days following a coronary artery drug eluting stenting treatment procedure the patient expired. The index procedure identified and treated one de novo, ostial, 80% stenosed, mildly calcified, mildly tortuous, 2.8x12mm lesion of the proximal rca (right coronary artery). Treatment consisted of predilation, placement of a 3.0x16mm taxus express2 stent at 16atm, and post dilation. The patient received angiomax and plavix during the procedure. The patient was discharged six days following the procedure on asa and plavix. The patient expired 644 days following the index procedure. The study site discovered the patient's death through a search of ssdi (social security death index). The investigator reported that it was unknown if this event was related to the target vessel.

Manufacturer narrative:
The unit has not been returned for review therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of this event is unknown.